Event description:
It was reported that the inner package's cardboard lid had a hole in it. The was no patient contact with the product. The issue was identified upon opening the packaging. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 27-aug-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint sample consisted of the opened product box, directions for use (dfu), and an unopened blister tray with a scratch mark on it and a hole in tyvek lid. Based on the customer narrative the customer's report has been confirmed. This confirmation is due to the observation of a hole on the tyvek lid. All products undergo 100% visual inspection in the blister department to detect defects. After visual inspection, the products are forwarded to final packaging for insertion into secondary and tertiary packaging. The observed damage could occur during handling in the blue boxes, which can contain up to 400 blistered units. This handling is performed manually across multiple departments. If handling were the cause, a higher number of damaged units would be expected. Therefore, the probable cause of this incident is undetermined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search for related complaints from lot number up31727 was performed. The search revealed that no additional complaints were received for this lot. Conclusion: based on the information obtained, a potential product malfunction and deficiency is confirmed. Further investigation is currently underway. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.